Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported on (B)(6) 2018 that the patient was admitted to emergency department with an ldh of 679 units/l. The patient was treated with a heparin infusion, and was subsequently discharged. No additional information was provided.

Event description:
Additional information: it was reported that the patient¿s lactate dehydrogenase (ldh) peaked to 1476 u/l on (B)(6) 2018. The patient was discharged on (B)(6) 2018 with an ldh of 561 u/l.

Manufacturer narrative:
Approximate age of device - 4 months. Manufacturer's investigation conclusion: no product was returned for evaluation. A correlation between the device and the reported elevated ldh could not be conclusively determined. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.